Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not go through the load process to load a new cartridge. Blood glucose was 177 mg/dl. A new cartridge was successfully loaded to address the event. Tandem's technical support educated the customer that a cartridge alarm 25 (removed cartridge alarm) should have occurred. The customer confirmed not receiving this alarm.